Event description:
It was reported that when the device was used during a laparoscopic biatric procedure, the device did not work. Another device was used to complete the case. There was no consequence to the pt.